Manufacturer narrative:
Information updated: evaluation result codes, evaluation conclusion codes and additional MFR narrative. Investigation summary: based on the information available, the cause that contributed to the reported device malposition issue cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to device malposition, which include but are not limited to a patient anatomical conditions or device wrong size selection. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists altered therapeutic response as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was presenting floppy glans. It was found that the original inflatable penile prosthesis (ipp) was placed a little too proximal on the glans, therefore, a surgical procedure was performed in which the doctor dilated the glans and put in same implant. No device malfunction was reported and after the surgery the patient is fine.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that the patient was presenting floppy glans. It was found that the original inflatable penile prosthesis (ipp) was placed a little too proximal on the glans, therefore, a surgical procedure was performed in which the doctor dilated the glans and put in same implant. No device malfunction was reported and after the surgery the patient is fine.